Event description:
Pt complained telemetry unit was hot, nurse checked telemetry unit (B)(4) and removed from pt. Telemetry unit was warm to touch, batteries were removed which were too hot to handle and inside covering was melting. Telemetry unit removed from service and evaluated by biomed. A component on the motherboard had come loose and was shorting out the batteries which caused the unit to overheat.